Event description:
Patient presented with high lead impedance and it was noted that their condition was worsening so they were referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.